Event description:
It was reported that this patient went to have their generator replaced due to battery depletion, and it was found that the lead was broken. Additional information was received that system diagnostics were run by a nurse 2 weeks prior to surgery where the diagnostics were fine. The surgeon believes the wire may have been frayed, as when he went to pull the generator out of the pocket it was stuck and the lead snapped when he pulled it out. It was reported that this patient received a full revision surgery. The products have not been received by the manufacturer to date. No other relevant information has been received to date.

Event description:
The lead and generator were received by the manufacturer and product analysis is underway but has not been completed to date. No other relevant information has been received to date.

Event description:
The generator underwent product analysis and various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were performance or any other type of adverse conditions found with the pulse generator. The lead underwent product analysis and where it was observed that the positive coil appeared to broken near the end of the cut connector silicone tubing. Scanning electron microscopy was performed and identified the area on one of the broken coil strands as having evidence of a stress induced fracture with mechanical damage and no pitting. Continuity checks of the returned lead portion were performed, during the visual analysis, and no other discontinuities were identified. With the exception of the observed discontinuity the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. No other relevant information has been received to date.